Manufacturer narrative:
He device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Impossible to connect the atrial lead into the connector bloc.

Event description:
Impossible to insert the atrial connector. Atrial impedance was above 3000 ohms.